Manufacturer narrative:
The insulin pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify power error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. The insulin pump received with scratched case, serial number fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.